Event description:
Customer called to report she had been experiencing high blood glucose. Blood glucose reading was 409 mg/dl. The customer had contacted a health care professional regarding the high blood glucose issue. Troubleshooting was performed. No anomalies were noted. Tubing clamp will be sent so that a high pressure test can be performed. Advised that the infusion set will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.